Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip applier jaws fell apart during the procedure. The one applier jaw actually fell into the abdomen causing procedure to convert to open to retrieve the component.